Manufacturer narrative:
This report is filed, february 1, 2016. The device is not available for analysis

Event description:
Per the clinic, the patient experienced extrusion of the device. Subsequently the device was explanted on (B)(6) 2009. The patient was re-implanted with a new device on (B)(6) 2015. The device is not available for analysis.